Manufacturer narrative:
Medwatch sent to FDA on 11/24/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and pain are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health care professional reported that after implant with seri surgical scaffold in the abdomen to support a diep flap procedure, the patient developed "terrible abdominal pain and inflammation" from the seri. The patient required an unspecified procedure for treatment.

Manufacturer narrative:
Medwatch sent to FDA on 09/09/2016. In response to FDA report number mw5063711. Corrected information: other relevant history. Additional information: report source. Patient reported an updated explant date via FDA voluntary event report mw 5063711.

Event description:
Health care professional reported that after implant with seri&#59411;surgical scaffold in the abdomen to support a diep flap procedure, the patient developed "terrible abdominal pain and inflammation" from the seri. The patient required an unspecified procedure for treatment. Follow-up findings revealed the patient required treatment with cipro and surgery to remove the scaffold device. The patient reported "infections", but the physician indicated that no specific infectious agent had been identified. The patient reported "very little range of motion" which the physician attributed to pain and discomfort.

Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned, therefore no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Health care professional reported that after implant with seri surgical scaffold in the abdomen to support a diep flap procedure, the patient developed "terrible abdominal pain and inflammation" from the seri. The patient required an unspecified procedure for treatment. Follow-up findings revealed the patient required treatment with cipro and surgery to remove the scaffold device. The patient reported "infections", but the physician indicated that no specific infectious agent had been identified. The patient reported "very little range of motion" which the physician attributed to pain and discomfort.